Event description:
During a pci/stenting treatment procedure, the symmetry small vessel balloon was difficult to inflate, then could not be deflated. The lesion being treated was a total segmental occlusion of the left superficial femoral artery. The symmetry balloon was being used for post-dilatation after direct stenting the lesion with a cordis stent. It was noticed right away that the symmetry balloon was "hardly inflated" and "impossible to deflate". Attempts to deflate the symmetry balloon were unsuccessful, but the physician managed to pull the inflated balloon back to the introducer sheath to attempt to perforate it. The symmetry balloon was able to be removed through the femoral vascular access site. Additional info regarding this complaint has been requested.

Event description:
Requests for additional information regarding this complaint were unsuccessful.